Event description:
It was reported that two wands/ programming systems were broken. The other device is reported in manufacturer number 1644487-2015-06263. The nurse practitioner changed the 9 v battery in the wand and tried to recharge them with no success. Replacement programming systems was requested. Attempt for additional relevant information was unsuccessful.